Manufacturer narrative:
The reported inability to loosen the rv setscrew was not confirmed in the laboratory. Without the return of the setscrew, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change procedure due to normal eri, the lead failed to be disconnected from the ICD. Several attempts were made but all unsuccessful. The physician elected to break the ICD header to free the lead. Upon review, it was noted that the tip of the right ventricular lead was bent, causing the failure to disconnect. The ICD was explanted and replaced. Patient is in stable condition.